Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2267 (air in set) alarm during fill 4 of 5, on the home choice (hc), followed by se 2367. The technical service representative (tsr) explained the alarms and the home patient (hp) stated she disconnected a bag and added another one. The tsr advised the hp to close clamps, then cycle power to clear both the se 2267 and the se 2367. The tsr also advised the hp to discard the supplies and finish with manuals. There was patient involvement, however no patient injury nor medical intervention was reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for system error 2267 is confirmed because it was reported in the event description that the user disconnected a bag during therapy. The assignable cause code was use error because the use error.